Event description:
It was reported that an unknown issue occurred with a starclose device. An unknown method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The failure was confirmed as a failure to cut. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported failure and subsequent treatment appears to be related to circumstances of the procedure. In this case it appears that a high angle of the device lead to the garage leaves to dig into the flex guide causing the shaft to be bent. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated.